Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the o2 sensor from customer. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the oxygen (o2) sensor out of range on 840 ventilator. The device was not in use on a patient at the time the event occurred.